Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient was hospitalized with a bg meter reading of 582 mg/dl while the cgm was providing the patient with low cgm values (no specific values were reported). The patient was wearing an omnipod insulin pump. It was also reported that the patient was pregnant. No patient symptoms were reported. At the hospital, the patient was treated with IV saline, IV insulin, and subcutaneous insulin. At some point during the event, the patient¿s cgm was reading 100 mg/dl, and the bg meter was reading 171 mg/dl. It was not specified how long the patient was in the hospital prior to discharge. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. During some point during the event, the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.